Event description:
The doctor reported to a distributor that he had six pts that received medpor mandible implants, and each pt developed an infection. The doctor reported that he removed the implants.

Manufacturer narrative:
The doctor did not provide item or lot # info. After several attempts the doctor did not provide any additional info concerning the removal.